Manufacturer narrative:
Evaluation of the returned device by engineering determined that tip failure appears to have experienced a shear ductile overload failure. The cause for failure is high torque and potentially levering during screw removal. No corrective actions are being recommended at this time since the details associated with the device failure are not clearly understood. Review of manufacturing records found (B)(4) units of this lot were released for distribution on january 6, 2014 with no deviations or anomalies. Review of complaint history did not reveal a trend for reports of this nature for this part number. This report is number 1 of 3 mdrs filed for the same event (reference 3005739886-2015-00031 / 00032).

Event description:
Information received from the sales representative on (B)(6) 2017 indicates that the tips of the three polyaxial drivers returned broke during removal of pedicle screws (non-ha coated). None of the removals were performed as the result of product failure. No further details have been obtained. No patient injury reported.